Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis and reported issue could not be reproduced. The reported problem was confirmed using log 25913 error m-12. The iesu was tested using system, the unit energized cauterized and recognized instruments after multiple activations no issues occur. Upon visual inspection there were no issues found that would be related to the reported event. .

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted technical support engineer (tse) to report that generator had no power output. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause can be attributed to an electrical component failure within the generator, and it can be resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.